Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that an expired implant was used in a hip arthroplasty.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. Review of the device history record report show no deviations or anomalies were noted in the manufacturing process for this lot. The reported devices are used for treatment. Review of the complaint history identified no previous complaints for the part lot combination. It is not known if the device was implanted in a compatible combination. No patient information was provided. It is stated that surgeon was aware the product was expired, and did not want to use a 28mm option or wait for a replacement from a nearby hospital. With the information provided it is clear that the root cause involves expired packaging that is no longer fit as a sterile barrier.